Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but the dx board and the dp board were returned to omsc. Omsc checked the dx board and the dp board and found that the metal parts were corroded. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the following. - there was the electrical short circuit on the electrical circuit board due to moisture by dew condensation because the subject device was used in the environment deviated from the described in the instruction manual. - the electrical circuit board was failed due to static electricity from the dvi terminal. - there was the electrical short circuit on the electrical circuit board due to temperature increase of inside the subject device by the improperly ventilation such as blockage of the ventilation grilles. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board. Also osh found that the image output from dvi out (3d/2d) terminal was the color bar not normal image due to failure of another electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image output from dvi out terminal was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.